Event description:
It was reported that the patient felt a pop when pumping this inflatable penile prosthesis (ipp). The device no longer pumped up as expected due to fluid loss, the ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that when the patient went to pump the inflatable penile prosthesis (ipp) up, he felt a pop. The device no longer pumped up the as expected due to fluid loss, the ipp was replaced. No patient complications were reported.